Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight a visual and microscopic analysis was performed which identified sharp break on the anterior and fold creases . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis, the final assessment is sharp broken on anterior assessed as an unidentified (tear) opening.

Event description:
Physician reported ruptured device. The device was explanted. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported ruptured device. The device was explanted. Right side.